Event description:
It was reported that the shock impedance was between 133 and 137 ohms. The impedance rose gradually from 105 ohms and was stable in the 130 ohms range. The right ventricular (rv) lead remains in service and no adverse patient effects were reported. It was additionally reported that a maximum energy commanded shock was delivered to evaluate system integrity. Following the shock, the implantable cardioverter defibrillator displayed code 1005, indicative of an open circuit condition. The rv lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the shock impedance was between 133 and 137 ohms. The impedance rose gradually from 105 ohms and was stable in the 130 ohms range. The right ventricular lead remains in service and no adverse patient effects were reported.